Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged filter migration and limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, diagnostic imaging demonstrated filter migration with three detached fragments. The filter and the three detached fragments were retrieved successfully. Patient status this time is unknown.

Manufacturer narrative:
As the lot number for the device has not been provided, a review of the device history records could not be performed. Medical records and images were received and reviewed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with polytrauma following a dirt bike accident without a helmet was scheduled for placement of a vena cava filter following repair of a depressed skull fracture, acute epidural/subdural hemorrhage, right anterior tibial avulsion/degloving injury, and development of right upper extremity superficial venous thrombosis. Ultrasound guidance was used to gain antegrade access with a micropuncture system. Venacavogram identified the ivc to be widely patent with no evidence of intraluminal filling defect and a transverse ivc diameter of 22mm. A 9 french delivery sheath was placed within the infrarenal ivc and the filter was deployed. Post run imaging demonstrated the filter to be infrarenal with satisfactory position and alignment within the cava. The delivery sheath was removed and hemostasis was achieved using manual pressure. The patient was transferred in stable condition. Following extensive physical and occupational therapy resulting in regained function of eating and feeding herself as well as improved aphasia, the patient was discharged home eighteen days after admission to the emergency room. Twelve weeks post hospital discharge, the patient returned for cranioplasty to repair an acquired skull defect. Seventeen weeks later, the patient returned for craniectomy and removal of infected bone flap. Three years post vena cava filter deployment, a letter was sent to the patient suggesting removal of the filter as it was no longer needed. An appointment date and time for follow up with the interventional radiologist approximately nine weeks later was provided in the letter. Approximately three years and three months post vena cava filter deployment, the patient presented for retrieval of the filter as it was no longer needed. Digital subtraction venogram prior to retrieval identified one filter limb to have detached from the filter apex. An initial attempt was made to snare the detached filter limb without success. A glidewire was then looped around the apex of the filter and a snare captured the glidewire allowing the filter to be retrieved. Repeat venogram identified two filter limbs to be lodged in the caval wall. A snare captured and retrieved both limbs successfully. Spot imaging over the abdomen and chest confirmed that no retained filter components were seen. The procedure was concluded and the patient was transferred in stable condition. Surgical pathology performed confirmed a filter and two detached filter limbs. Image review: based on the images provided, a bard meridian filter was located at the level of l2-l3 of the lumbar spine, can be confirmed. Based on the images provided, due to poor image quality the number of filter limbs cannot be identified, can be confirmed. Based on the images provided, due to poor image quality no detached filter arms were identified, can be confirmed. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, diagnostic imaging demonstrated filter migration with three detached fragments. The filter and the three detached fragments were retrieved successfully. Patient status this time is unknown. New information received: it was reported by the patient that sometime post vena cava filter deployment for status post trauma and diagnosed dvt/pe, the filter was alleged to have become detached with the filter tilted and embedded in the caval wall; in addition, the filter was also noted to have migrated. The filter and detached limb (location not provided) were retrieved percutaneously. The patient complains that ongoing heart palpitations, severe pain in chest back and left leg and nausea are related to the filter. Based on medical records provided by the patient, the femoral vena cava filter was successfully deployed infrarenal and was in a satisfactory upright position within the cava. There was no alleged deficiency of the filter identified in the records provided. No additional medical records were received for this patient. The patient was reported to have tolerated the procedure without incident. New information received: medical records were received and reviewed. Approximately three years and three months post vena cava filter deployment, the patient presented for retrieval of the filter. The filter and two detached limbs in the ivc were successfully captured and retrieved with a snare. Spot imaging over the chest and abdomen showed no remaining filter components. The procedure was concluded and the patient was transferred in stable condition. No additional medical records were received for this patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with polytrauma following a dirt bike accident without a helmet was scheduled for placement of a vena cava filter following repair of a depressed skull fracture, acute epidural/subdural hemorrhage, right anterior tibial avulsion/degloving injury, and development of right upper extremity superficial venous thrombosis. Ultrasound guidance was used to gain antegrade access with a micropuncture system. Venacavogram identified the ivc to be widely patent with no evidence of intraluminal filling defect and a transverse ivc diameter of 22mm. A 9 french delivery sheath was placed within the infrarenal ivc and the filter was deployed. Post run imaging demonstrated the filter to be infrarenal with satisfactory position and alignment within the cava. The delivery sheath was removed and hemostasis was achieved using manual pressure. The patient was transferred in stable condition. Following extensive physical and occupational therapy resulting in regained function of eating and feeding herself as well as improved aphasia, the patient was discharged home eighteen days after admission to the emergency room. Twelve weeks post hospital discharge, the patient returned for cranioplasty to repair an acquired skull defect. Seventeen weeks later, the patient returned for craniectomy and removal of infected bone flap. Three years post vena cava filter deployment, a letter was sent to the patient suggesting removal of the filter as it was no longer needed. An appointment date and time for follow up with the interventional radiologist approximately nine weeks later was provided in the letter. Approximately three years and three months post vena cava filter deployment, the patient presented for retrieval of the filter as it was no longer needed. Digital subtraction venogram prior to retrieval identified one filter limb to have detached from the filter apex. An initial attempt was made to snare the detached filter limb without success. A glidewire was then looped around the apex of the filter and a snare captured the glidewire allowing the filter to be retrieved. Repeat venogram identified two filter limbs to be lodged in the caval wall. A snare captured and retrieved both limbs successfully. Spot imaging over the abdomen and chest confirmed that no retained filter components were seen. The procedure was concluded and the patient was transferred in stable condition. Surgical pathology performed confirmed a filter and two detached filter limbs. Image review: based on the images provided, a bard meridian filter was located at the level of l2-l3 of the lumbar spine, can be confirmed. Based on the images provided, due to poor image quality the number of filter limbs cannot be identified, can be confirmed. Based on the images provided, due to poor image quality no detached filter arms were identified, can be confirmed. Conclusion: the device was not returned. Images were provided and reviewed. Medical records were provided and reviewed. A vena cava filter was placed following a trauma accident. Three years and three months post filter deployment, a digital subtraction venogram identified one detached filter limb in the ivc. The filter was successfully removed and repeat venogram identified two detached filter limbs which were both snared out of the ivc. Based on the medical records, the investigation can be confirmed for detached filter limbs. However, no information was provided about the location and orientation of the filter upon retrieval. Therefore, the investigation is inconclusive for filter migration or filter tilt. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens; filter malposition; filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, diagnostic imaging demonstrated filter migration with three detached fragments. The filter and the three detached fragments were retrieved successfully. Patient status this time is unknown. New information received: it was reported by the patient that sometime post vena cava filter deployment for status post trauma and diagnosed dvt/pe, the filter was alleged to have become detached with the filter tilted and embedded in the caval wall; in addition, the filter was also noted to have migrated. The filter and detached limb (location not provided) were retrieved percutaneously. The patient complains that ongoing heart palpitations, severe pain in chest back and left leg and nausea are related to the filter. Based on medical records provided by the patient, the femoral vena cava filter was successfully deployed infrarenal and was in a satisfactory upright position within the cava. There was no alleged deficiency of the filter identified in the records provided. No additional medical records were received for this patient. The patient was reported to have tolerated the procedure without incident. New information received: medical records were received and reviewed. Approximately three years and three months post vena cava filter deployment, the patient presented for retrieval of the filter. The filter and two detached limbs in the ivc were successfully captured and retrieved with a snare. Spot imaging over the chest and abdomen showed no remaining filter components. The procedure was concluded and the patient was transferred in stable condition. No additional medical records were received for this patient.

Manufacturer narrative:
Medical records review: a vena cava filter was indicated for status post polytrauma. Access was gained from the right common femoral vein, a venacavagram was performed to visualize renal takeoffs and obtain the transverse ivc diameter of 22mm. The filter was successfully deployed infrarenal and post deployment imaging confirmed satisfactory position and alignment within the cava. At the conclusion the patient tolerated the procedure well without incident and was hemodynamically stable. There was no alleged deficiency of the filter identified in the records provided. No additional medical records were received for this patient. Conclusion: the device was not returned. Images were not provided. Medical records were provided. The medical records allege the filter was implanted successfully below the renal veins in satisfactory position and in alignment with the cava. No alleged deficiency was provided within the medical records received. The investigation is inconclusive for the alleged limb detachment, filter migration and filter tilt. Based upon the available information, the definitive root cause for this event is unknown. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that sometime post vena cava filter deployment for status post trauma and diagnosed dvt/pe, the filter was alleged to have become detached with the filter tilted and embedded in the caval wall; in addition, the filter was also noted to have migrated. The filter and detached limb (location not provided) were retrieved percutaneously. The patient complains that ongoing heart palpitations, severe pain in chest back and left leg and nausea are related to the filter. Based on medical records provided by the patient, the femoral vena cava filter was successfully deployed infrarenal and was in a satisfactory upright position within the cava. There was no alleged deficiency of the filter identified in the records provided. No additional medical records were received for this patient. The patient was reported to have tolerated the procedure without incident.